Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced pain and suffering as well as economic damages including medical and out-of-pocket expenses. The physician's office was contacted; no information could be provided without the patient's date of birth. No additional information is available. Should additional relevant details become available, a supplemental report will be submitted.